Manufacturer narrative:
Failure analysis (fa) lab received a gas delivery engine (gde). An external inspection found no signs of damage or misuse. The gde was installed into a known good top level unit and powered on. Upon start up, user interface module (uim) displayed the following fault conditions: ext high ppeak and circuit occlusion. Under ambient conditions the calibration screen displayed an a/d reading of 4095 for insp pres. The complaint issue of transducer based faults was duplicated. This reported event considered a known issue addressed with an avea recall (B)(4). On (B)(4) 2016 the unit was refurbished and label changed. On (B)(4) 2016 passed gde test per ts (B)(4). On (B)(4) 2016 passed pre test per ts (B)(4). On (B)(4) 2016 passed post test per ts (B)(4).

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
Carefusion has requested clarification from the user facility on the reported event and status of the patient. As of august 07, 2015 there has been no additional information provided by the user facility pertaining to that request. Carefusion has determined that the most likely cause of the reported event was that the device's gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.

Event description:
The user facility biomed reported that while in use on a patient the device alarmed "circuit occlusion." The patient was removed from the device and placed on another device with no harm to patient.